Event description:
Customer reported a malfunction alarm with the pump, identified as malf 12, and sought assistance. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. Technical support provided pump reset information, assisted the customer with resetting the pump, and confirmed that the malfunction code did not recur afterward. The customer was advised to continue using the pump and to contact support if the issue reappeared, which the customer understood and acknowledged.